Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6); product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 34955947.

Event description:
It was reported that the patients incisions were not healing properly. The patient had a fall that needed surgery, and they were bedbound following the surgery. The physician opted to explant the patients spinal cord stimulator (scs) to avoid infection. The explanted device was discarded by the medical facility.